Event description:
It was reported that foreign matter was found in the sterile packaging. A 15mm x 3.50mm nc quantum apex¿ balloon catheter was selected. During unpacking, a hair was noted in the sterile package and was found on the hoop. There was no perforation or hole noted on the package. The device never entered the patient's body. The procedure was completed with a different device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter with no packaging. The packaging was not available for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that foreign matter was found in the sterile packaging. A 15mm x 3.50mm nc quantum apex¿ balloon catheter was selected. During unpacking, a hair was noted in the sterile package and was found on the hoop. There was no perforation or hole noted on the package. The device never entered the patient's body. The procedure was completed with a different device.

Manufacturer narrative:
(B)(4).